Manufacturer narrative:
H3-device evaluation: lens was returned stuck in cartridge. No visible damage to device. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h3 - cartridge evaluation: no visible damage found to the device. Should have been included in supplemental medwatch report. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
Received a 12.6mm, micl12.6,-11.0 diopter, implantable collamer lens in cartridge. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.